Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a disconnection issue. The issue was identified during setup before the patient brought in. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable cut, no image, corroded, smashed connector pin, cracked connector, leakage in connector and material on the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage in the cable and in the connector, with a cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.